Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted. No indication of blood/tissue were noted in the helix housing. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Helix mechanism test was performed, and helix was able to be extended and retracted. The full helix extension length measured within specification.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. Prior to inserting the right ventricular (rv) lead into the patient, the helix failed to extend fully. This lead was not used. No patient was involved.